Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic vascular procedure was completed by restarting the system. The philips remote service engineer (rse) analyzed the system remotely and found that both the clea stand and ad5 table were unable to perform any geometry movements. A review of system log files confirmed that the loss of geometry movement on the clea stand and ad5 table was caused by a power supply malfunction. The philips field service engineer (fse) inspected the system onsite and identified that a loose contact in the geo module cable caused the geometry module failure. The fse repaired the geometry module cable and restored the system to full functionality. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.